Event description:
It was reported by a company representative that a handheld was returned from a hospital due to the fact that the device was not working. Upon inspection, the handheld was turned on and the message 'procedure failed message' was prompted. The handheld underwent a reset and the touch screen of handheld did not recognize tapping screen. The company representative indicated that the handheld was not locked and also a hard reset was performed on the handheld.